Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified a dislodged grip cable crimp at the distal end. This condition may affect the open and close movement of the instrument. Further inspection identified a broken bipolar yaw pulley. The broken piece measuring approximately 0.021" x 0.016" was not returned. Additionally, a segment of the conductor wire was found sticking out of the yaw pulley. A loop of wire was protruded at the outer surface of the main tube. No wire insulation or thermal damage was identified. The instrument passed the electrical continuity test. No thermal damage was observed. Root cause is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the maryland bipolar forceps instrument was installed into the universal side manipulator (usm) arm; however, the instrument was unable to be used. The instrument tip was bent and unable to open. The user attempted to remove the instrument out of the usm arm; however, experienced difficulty. An instrument release kit (irk) was used to no avail. Following this, the user safely removed the instrument with the cannula. Inspection of the removed instrument identified a broken conductor wire. The user replaced the sterile instrument arm drape and installed a backup instrument into the usm arm. No further issue reported. The user continued the procedure. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the tip of instrument did not pinch the tissue when the malfunction occurred. No tissue damage and no bleeding was observed. The user reinserted the cannula in its original position after removing the port with the instrument. No additional treatment required.